Event description:
Customer reported that she had high blood glucose of over 200 mg/dl because her insulin pump was malfunctioning and may not be getting the right amount of insulin. Customer stated that the insulin pump did not alarm, it has constant tone and is making humming nose, but is not alarming. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.